Event description:
Information was received that the cadd solis vip pump battery is not lasting long enough. No further information provided. No reported adverse effects.

Manufacturer narrative:
Additional information provided by reporter. No adverse effects to patient reported. Device evaluation- the device was returned for evaluation. The device was given extended testing (70 hours) to check for battery life running at a rate of 30 ml/hr. The device was found to function within specifications. No unexpected battery drain was identified during testing. The reported issue could not be confirmed during testing.

Manufacturer narrative:
Additional information provided by reporter. The infusion was life-sustaining. Device evaluation- the device was returned for evaluation. The device was given extended testing (70 hours) to check for battery life running at a rate of 30 ml/hr. The device was found to function within specifications. No unexpected battery drain was identified during testing. The reported issue could not be confirmed during testing.